Event description:
No additional information received from the customer.

Manufacturer narrative:
Update: d9, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, a definitive root cause of the image blackout during angulation issue could not be determined, however, the issue was likely the result of expected or random component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, the image of the flex deflectable videoscope was blacking out when flexing. There was no patient involvement and no harm reported as a result of the event.